Event description:
As originally reported, during a percutaneous coronary intervention of a calcified, chronic total occlusion, the hemostatic valve came out of a flexor raabe guiding sheath when the dilator was removed from the sheath. Additional information received from the customer noted that the event occurred when removing ¿the guide cath.¿ access was obtained in the femoral artery to target the left anterior descending (lad) artery. The access site was not scarred. Another manufacturer¿s wire guide and another manufacturer¿s guide catheter were used through the sheath during the procedure. Resistance was not encountered during insertion or removal of the sheath. The sheath was exchanged for another manufacturer¿s sheath, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. The patient did not require treatment for blood loss.

Manufacturer narrative:
H3: device evaluated by mfg device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as originally reported, during a percutaneous coronary intervention of a calcified, chronic total occlusion, the hemostatic valve came out of a flexor raabe guiding sheath when the dilator was removed from the sheath. Additional information received from the customer noted that the event occurred when removing ¿the guide cath.¿ access was obtained in the femoral artery to target the left anterior descending (lad) artery. The access site was not scarred. Another manufacturer¿s wire guide and another manufacturer¿s guide catheter were used through the sheath during the procedure. Resistance was not encountered during insertion or removal of the sheath. The sheath was exchanged for another manufacturer¿s sheath, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. The patient did not require treatment for blood loss. Corrected information: d4 = UDI investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The disc was not visible/present within the hub. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.